Event description:
Trialysis catheter inserted by md on (B)(6) 2024 at 1250 and last accessed on (B)(6) 2024 at 0400. On (B)(6) 2024: new blue chuck placed under patient's head over pillow case. The eeg tech came into the room to remove the electrode stickers from forehead, and upon turning the patients head the eeg tech noticed blood pooling on blue chuck and the trialysis lumen completely detached. One nurse immediately grabbed hemostats and I clamped the lumen to stop blood from coming out. Md notified and put in order to remove trialysis. IV catheter sequestered.